Manufacturer narrative:
A video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, the rocker arm was observed detached from its original place. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device was returned to biosense webster for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed that the deflection knob was detached, it also revealed that there was a reddish material and a hole on the pebax's surface. This issue is unrelated to the reported event. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The handle issue reported by the customer was confirmed. The probable cause of this damage could be related to the usage and handling of the device. However, this cannot be conclusively determined. In relation to the reddish material inside the pebax, the instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and before the operation, the handle of device was partially broken. A second device was used to complete the operation. There was no adverse event reported on patient. This event is not MDR reportable. The device was returned for analysis and it was discovered that there was reddish material and a hole on the pebax's surface. This finding is MDR reportable.